Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that her pump delivered an unprogrammed bolus of 0.00 units of insulin at 8:30am, at which time insulin pump therapy was discontinued. The pt subsequently received ems treatment for hypoglycemia at 11:30am and 4:30pm experienced while disconnected from the pump.